Manufacturer narrative:
The investigation confirmed the user's results and determined the patient results are typical of a recent or fresh infection. The patient samples were tested with five different elecsys reagent lots with negative results. The samples gave positive results with bouty beia toxoplasma igm assay. The cause of the discrepancy could be that the anti-toxoplasma igm in this special case was not directed against toxo sag1(p30) but directed against another toxoplasma antigenic structure. Per product labeling, interpretation of results for elecsys toxoplasma igm should always be assessed together with toxoplasma igg and with the medical history, clinical symptoms and other laboratory findings. According to the information given the patient has received a treatment with rovamycine "since 2 weeks". No adverse events were reported.

Event description:
The user received false negative toxoplasmosis igm results for two samples from one pregnant patient. On (B) (6) 2010, the initial toxoplasma igm result was 0.206 coi (negative) and initial toxoplasma igg result was 0.8 iu/ml (negative). On (B) (6) 2010, the same sample was found positive with the vidas toxoplasma igm with a result of 134 coi and vidas toxoplasma igg with a result of 12 iu/ml. On (B) (6) 2010, the initial toxoplasma igm result was 0.171 coi (negative) and toxoplasma igg result was 67 iu/ml (positive). On (B) (6) 2010, the same sample was found positive with the vidas toxoplasma igm with a result of 2.00 coi and vidas toxoplasma igg with a result of 1.36 iu/ml. No information was provided to determine if erroneous results were reported or if the patient was adversely affected. The toxoplasma igm reagent lot number was 158907.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.